Manufacturer narrative:
Alleged failure: fragment of plastic that is floating in the package the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be a piece of the hub was left-over during the manufacturing process and not seen until it was jarred loose during shipping. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was a small fragment of plastic in the package.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was a small fragment of plastic in the package.